Event description:
It was reported by the rep that the (1) tlc55 was used during an exploratory laparotomy procedure. It was reported that the device would not fire upon the first attempt. The case was completed with another device. There was no pt consequence.